Manufacturer narrative:
This incident was the direct result of misuse/abuse of the product including failure to heed warnings/ instructions provided with product. (See scanned pages).

Event description:
Complainant alleges receiving second degree burns to his back lying on a heating pad.